Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali pusher catheter was received. On visual evaluation, the filter storage tube was returned detached from the touhy borst adapter, and the filter was within undeployed. On functional testing, then a mandril was used to deploy the filter to exit out the distal tip of the storage tube. Filter deployment was successful and dimensional measurement was performed. No other functional testing performed. Therefore, the investigation is confirmed for the device dislodged or dislocated as the filter hook was disengaged from the gripper. However, the investigation is confirmed for the detachment as the filter storage tube was returned detached from the touhy borst adapter. A definitive root cause for the device dislodged or dislocated and detachment could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D.4. (Unique identifier UDI) #), g3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a vena cava filter placement procedure using denali filter. Prior to the placement procedure, the denali filter hook was allegedly not attached. It was further reported that when flushing, the plastic came off. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a vena cava filter placement procedure, the denali filter hook was allegedly not attached. It was further reported that when flushing, the plastic came off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a vena cava filter placement procedure using denali filter. Prior to the placement procedure, the denali filter hook was allegedly not attached. It was further reported that when flushing, the plastic came off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali pusher catheter was received. On visual evaluation, the filter storage tube was returned detached from the touhy borst adapter, and the filter was within undeployed. On functional testing, then a mandril was used to deploy the filter to exit out the distal tip of the storage tube. Filter deployment was successful and dimensional measurement was performed. No other functional testing performed. Therefore, the investigation is confirmed for the device dislodged or dislocated as the filter hook was disengaged from the gripper. However, the investigation is confirmed for the detachment as the filter storage tube was returned detached from the touhy borst adapter. A definitive root cause for the device dislodged or dislocated and detachment could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.